Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387-40, lot# v004552, implanted: (B)(6) 2006, product type lead. Product ID: 3389s-40, lot# va1aqph, implanted: (B)(6) 2016, product type lead. Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2017-10857. Any additional information regarding the event will be submitted as a supplemental submission to that report.

Event description:
The manufacturer representative later reported that the patient did not experience any symptoms associated with the short circuit. The cause of the short was unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturing representative. It was reported that the manufacturing representative was intra-op with a patient testing impedances on the patient¿s lead with a screening cable. There was a short circuit found on 0 and 1. There was no patient information provided. The manufacturing representative needed to end the call before more information could be provided.